Event description:
Boston scientific was notified that when the physician opened the package of the excelsior 1018 microcatheter, a gdc 10-ultrasoft stretch resistant coil, part number 343204, and lot number 6327173, was found inside.